Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that erythema was noted at the exit site of the driveline and was 1/8 inch in width. The driveline was cultured and it was found to be staphylococcus. The pt is being treated with doxycycline.